Event description:
At 0155 security rec'd a call that a medcart was smoking. The unit had minor smoke from underneath were the fan is. There was a faint glow inside. The glow/smoke became heavy at the bottom of the unit and was hot to the touch. At this time the cart was extinguished with an abc extinguisher. Fire dept was called.